Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly was not returned. The device had evidence of a full deployment. Microscope examination was performed and it was noted that the catheter was unraveled close to the bushing section. The hypo tube was also detached from the control wire. Dimensional examination was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional examination was also performed between the hooks of the bushing, and it was observed that side a was within specification while side b was out of specification. Further analysis was performed on the bushing tabs, and each bushing tabs were within measurement. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: block e1 - it was reported that the physician's name is dr. (B)(6).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed but the clip would not release from the catheter. It was noted that the control wire in the handle was broken and the pop stage of deployment was not heard. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed but the clip would not release from the catheter. It was noted that the control wire in the handle was broken and the pop stage of deployment was not heard. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.